Manufacturer narrative:
(B)(4). Returned meter is functioning properly. Since the customer confirmed using expired test strips, most likely underlying root cause is related to a strip issue.

Event description:
Customer complains of "hi" results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 112-150mg/dl fasting. Verified test strips expire 2014. Customer's test strips are being stored in her purse and opened vial date was undisclosed. Reviewed meter memory: (B)(6). Memory concerns:the customer is concerned about the result of hi on (B)(6) 2015 @ 4:12 am. The customer is calling because she has received a result of hi and wants to know what it means. Informed the customer that hi means that the result is above 600 mg/dl, also explained to the customer that the test strips she has are expired test strips the customer is unable to see the month but the test strips has expired in 2014. The customer does not have any current test strips with her. The customer stated that the date and time has not been setup correctly. S/n # (B)(4), model #trueresult. Investigation required.